Event description:
Based on a discussion with the physician, during a tif procedure where the pt was placed in the left lateral decubitus position, a portion of the helix tip broke and softly landed on the stomach mucosa around the fundus area and was easily retrieved using endoscopic forceps. The breakage occurred before the helix was used to capture tissue. The physician stated that had the helix parts been not readily accessible. He would have allowed them to pass and manage the pt conservatively. The procedure was successfully completed with a second device with no pt issues.

Manufacturer narrative:
Findings: based on the prod and engineering investigation, no material or process defect was found. The helix broke because the load placed on the tip was beyond the plastic limit of the stainless steel material. Because the device functionality is verified during pre-op by the operating room nurse, the stress was placed on the tip sometime between the pre-op check and after the introduction of the device into the pt. This malfunction report is now being reported after written feedback from (B)(4) regarding this failure type. Due to the time lapse and no pt issues, pt info could not be acquired.